Event description:
It was reported that the patient experienced an inappropriate shock due to right ventricular lead noise. The source of the oversensing was not determined and the therapy was turned off. On (B)(6) 2017, during an unrelated procedure, the right ventricular lead was capped and replaced successfully. The patient was stable.